Manufacturer narrative:
(B)(4). Report source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right hip procedure. Subsequently, the patient was revised fourteen (14) years later due pain and metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.